Event description:
It was reported that an IV tubing set was leaking from a hole which was observed in the set. This occurred after priming, directly before patient infusion of normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.